Manufacturer narrative:
Concomitant medical products: product ID: a810, product type: software. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving morphine (20.0 mg/ml at 6.808 mg/day) via an implantable pump for an unknown indication for use. It was reported the patient was hospitalized with suspected morphine underdose on (B)(6) 2020. The critical pump alarm was heard. The pump was refilled on (B)(6) 2020 and the audible alarm, shown in the logs, occurred on (B)(6) 2020. The patient did not notice until (B)(6) 2020, when they were hospitalized due to underdose symptoms. Logs were checked on (B)(6) 2020. The patient received morphine intravenously and was doing better. The pump was updated. They were going to redo the refill procedure, because it was not certain where it may have gone wrong on (B)(6) 2020. It seemed that during the refill someone accidentally stopped the pump; 48 hours were exceeded and the pump ended up in critical alarm and the patient experienced underdose symptoms, a return of pain, and disturbed electrolytes. The next refill appointment was brought forward to monitor the functionality of the pump and patient; there would be extra alert to alarms and discrepancies. The issue was considered resolved. The patient status was alive - no injury. Further complications were not reported. Pump logs from an interrogation on (B)(6) 2020 at 10:16 indicated the pump was updated and stopped on (B)(6) 2020 at 12:19, however, the pump restart command was never received. The stopped pump duration may exceed tube set event occurred on (B)(6) 2020 at 12:19. The pump was restarted on (B)(6) 2020 at 08:04.